Event description:
This complaint was received and translated from (B)(6) as corneal ulcer. Reported as germs in the eye. Od: keratitis, date of diagnosis: (B)(6) 2012 "conjunctival hyperemia, especially superior, corneal ulceration at 12 o'clock, anterior chamber: clear, hyperemia of iris, miosis caused by irritation."

Manufacturer narrative:
This is being reported as corneal ulcer. This report is related to (B)(4) 9614392-2012-00033. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusions can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.